Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Synthes is unable to provide the PMA/510k number and/or the date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be requested.

Event description:
Patient status post prodisc-c, level c5-c6 implantation was involved in an accident at work. Patient returned to surgeon with radiculopathy and a neck injury. Surgeon removed the hardware and revised the patient to fusion with a plate and allograft.